Event description:
The customer stated that suspect cell-dyn 1800 hemoglobin results of 7.4 and 6.7 g/dl were generated for a patient sample. The same sample was tested again and the hemoglobin results were 15.1 g/dl twice. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An abbott customer technical advocate advised performing wbc supplemental and aperture plate cleaning, and hgb flow cell cleaning with bleach. The customer was requested to call back with troubleshooting results. The customer performed the recommended troubleshooting, but the precision run failed. Abbott field service was dispatched and found a clogged bubble mix tubing. The tubing was replaced. Field service reseated the lyse tubing in the normally closed valve and lubed the syringe drives. Quality controls were verified which passed. The instrument was performing within specifications. A review of complaint tracking and trending was performed and no issues were identified. Based on the investigation, no product deficiency was identified for the cell-dyn 1800 analyzer related to the reported customer issue.